Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and patient concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red tissue. Red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: visual analysis of the returned device identified: underweight, two openings, brown particles on the surface of the shell, wear abrasion. A microscopic analysis was performed which identify two sharp edge openings assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on posterior assessed as unidentified (tear) opening.